Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). This device was received and evaluated. Visual inspection revealed saline residue in the suction tube and procedural debris lodged in the suction hole. There was also some tissue debris in the suction tube. Due to the suction failure, this device was forwarded to the supplier for further testing. A nick in the cord was noted, however it does not appear to be through the internal insulation jacket. The device passed all continuity and capacitance testing. The device failed flow testing. The device was opened and the distal tip was blocked using tubing and a syringe attached to the suction tubing. A slow stream of bubbles could be seen exiting from the return tube. A leak was identified at the distal tip which may have caused a lack of pressure and a resulting blockage. Based on the provided evidence the root cause could not be determined. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed however, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that their vapr premiere 90 electrode device had no suction during a rotator cuff repair. Surgical procedure. The case was completed with another like device. There were no patient consequences but a three minute delay was reported. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.